Event description:
It was further reported that a company representative was not present at the patient's post operative visit in september. Per the patient's son, he was doing well with the stimulator and hadn't had any problems.

Event description:
It was reported that there was a confirmed over-discharge as a result of not being allowed to recharge during incarceration for several months. The number of over-discharge was unknown. A physician mode recharge (pmr) did not successfully reset the device, so the device was replaced. There were no patient symptoms or complications associated with the event and the patient was alive with no injury. The device was successfully replaced with good stimulation coverage post-operatively.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).